Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead exhibited high out-of-range pacing impedance. The rv lead was not implanted and an alternated near at hand was implanted on (B)(6) 2022. The patient was recovering.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray examinations were normal with no anomalies found.